Event description:
Consumer stated she "feels like I am having an electrical shock". Her dentist recommended she start using a power toothbrush rather than a manual tb. The dental technician helped her show her how to use it when she brought to her dentist. The toothbrush vibrated when she used it at the office and still vibrated when she used it at home, but this time it felt like it shocked her. She used the toothbrush (B)(6).